Event description:
The customer reported low hematocrit (hct) and red blood cell (rbc) results, for several patients, involving coulter act 5diff al. This is report number two of two. Subsequent testing with an alternate methodology recovered 2-3 percent lower hct. The initial results were released out of the laboratory and questioned by the physician. There was no report of patient injury or change in patient treatment associated with this event.

Manufacturer narrative:
There is no indication service was dispatched for this event. This medwatch report is related to MDR 1061932-2012-00167.